Manufacturer narrative:
(B)(4). The rns system remains implanted and programmed for use.

Event description:
Neuropace was informed on (B)(6) 2020 that the patient had an infection at the rns system incision site and underwent a wound washout and closure. The rns system remains implanted. No further details were provided by the treating center.